Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2005 - patient underwent repair of ventral hernia with composix e/x. Previously placed non-bard mesh was removed and lysis of adhesions were performed. On (B)(6) 2008 - pt underwent exploratory laparotomy, extensive lysis of adhesions, small bowel resection, removal of composix e/x mesh, placement of non-bard graft. On (B)(6) 2008 - office visit: healed nicely and moving bowels effectively on low fiber diet.

Manufacturer narrative:
The devices associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt was treated for a recurrence with the composix e/x and subsequently developed a recurrence after which was treated with a non-bard graft. The pt was also treated for adhesions. Recurrence and adhesions are known adverse events listed in the IFU. The medical records note the composix e/x mesh was adherent to the anterior wall that require extensive dissection. A review of the mfg records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn.